Manufacturer narrative:
The customer indicated the device was discarded.

Event description:
The customer contact reported no flow. The tubing set was connected to unspecified primary tubing set and was being used for piggyback delivery of an unspecified medication via a pump. After an unspecified length of time in use, the customer contact reported the unspecified piggyback medication did not flow and the patient's PICC line clotted. The patient was treated with an unspecified concentration of tpa (tissue plasminogen activator) to unclot the PICC line. At an unspecified time, the therapy was resumed. There was no reported adverse patient sequelae. Though requested, no additional information was provided.